Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to air in the system. The tubing had kinked, and the sphincter was not working anymore. The device was replaced. No further patient complications were reported.